Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with manual injection. Customer's blood glucose value was 214 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 3 weeks prior to call and did contact their healthcare professional. During troubleshooting, customer reported that the drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.